Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported problem could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a filament regulator failure error message. No patient injury was reported.